Event description:
It was reported that the patient reported experiencing a burning sensation, a shock - like sensation and chest pain. Follow up with the patient's clinic was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).